Event description:
It was reported that during an angioplasty procedure in the left superficial femoral artery via a cross over approach through the right common femoral artery, the cover for the connection part of the hub and the shaft allegedly misaligned upon connecting to the inflation device. It was further reported that there was resistance felt upon retracting the balloon through the sheath and the tip of the catheter was allegedly found damaged. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 12/2023).

Event description:
It was reported that during an angioplasty procedure in the left superficial femoral artery via a cross over approach through the right common femoral artery, the cover for the connection part of the hub and the shaft allegedly misaligned upon connecting to the inflation device. It was further reported that there was resistance felt upon retracting the balloon through the sheath and the tip of the catheter was allegedly found damaged. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter was returned for evaluation. During the visual evaluation, the hub cover was noted to be dislodged from the y-body but still on the catheter shaft. The distal coating for one of the scoring wires was noted to be deformed. No specific anomalies were noted during the visual evaluation. On functional testing, the inhouse guide-wire lumen was flushed and then loaded the balloon onto the guidewire. After flushing the inhouse introducer sheath the catheter was inserted into the introducer sheath, without issue. Upon retraction of the sheath, minimal resistance was felt near the distal tip. No other functional testing was performed. Therefore, the investigation for the confirmed for the reported device dislodged or dislocated and material deformation as the hub cover was noted to be dislodged from the y-body but still on the catheter shaft and the distal part of the scoring wire was noted to be deformed. However, the investigation is unconfirmed for the reported difficult to remove as the catheter was inserted and retracted into the introduces sheath without issue. A definitive root cause for the reported device dislodged or dislocated, material deformation and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 12/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.